Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was successfully implanted, and successfully converted the patient during defibrillation threshold (dft) testing. While programming the device to obtain a template, the decision was made to obtain a second dft measurement. Upon returning to the ep screen on the programmer, a different pulse generator appeared on the programmer. Attempts were made to back out of the session, but these were unsuccessful. An attempt was made to use a different programmer to complete the implant, but telemetry could not be established with the device. Beeping tones were obtained with a magnet, but would not stop once the magnet was removed. The device was removed and will be returned to guidant for analysis.